Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It has been reported that the bd micro-fine ultra¿ insulin pen needle has been found with open unit packaging before use. The following has been provided by the initial reporter: the patient returned a package of 100 pieces of pen needles. On 19.11.2019 he informed us about the quality defect: aproxximately 40 pen needles of this commercial package are non- sterile, the protective film does not cover the needles (it doesn't lock).

Event description:
It has been reported that the bd micro-fine ultra¿ insulin pen needle has been found with open unit packaging before use. The following has been provided by the initial reporter: the patient returned a package of 100 pieces of pen needles. On 19.11.2019 he informed us about the quality defect: approximately 40 pen needles of this commercial package are non- sterile, the protective film does not cover the needles (it doesn't lock).

Manufacturer narrative:
Correction: awareness date changed from (B)(6) 2019 to (B)(6) 2019. The following information has been updated: g.4. Date received by manufacturer: 2019-11-28. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd micro-fine ultra¿ insulin pen needle has been found with open unit packaging before use. The following has been provided by the initial reporter: the patient returned a package of 100 pieces of pen needles. On 19.11.2019 he informed us about the quality defect: approximately 40 pen needles of this commercial package are non- sterile, the protective film does not cover the needles (it doesn't lock).